Event description:
Distributor received info that these leads were capped because of inappropriate shocks, due to a lead fracture. A new bipolar endocardial lead was implanted to replace the capped lead.